Event description:
During use on a patient, the ventilator gave beep and shut down by the time the family member went in the room to check the ventilator. The family member stated that there was no 'low battery alarm' prior to shut down. The ventilator only gave audible 'empty battery alarm' then shut down within 60 seconds. The family owns three newport ht50 ventilators and they are not sure which ventilator was involved in the incident. There was no severe injury or no death reported. Therefore, newport medical instruments inc. Is reporting all three ventilators with the same description of event. Two other ventilators are reported under 2023050-2005-00054 and 2023050-2005-00056.

Manufacturer narrative:
Upon receipt, the ventilator will be forwarded to manufacturer / flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.